Manufacturer narrative:
Date of event/therapy date was sometime week of (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient found three (3) homechoice cassettes that had water inside prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.